Event description:
As reported by the study, five months after percutaneous coronary intervention (pci), the patient was admitted for angiography following increasing angina on minimal exertion. Angiography revealed 80% in stent restenosis in the previously deployed stents. The patient remained in hospital for drug titration. No additional treatment was provided.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for intervention was stable to angina pectoris. Pre-procedure cardiac enzymes were not documented. The left ventricle ejection fraction (lvef) was not available. The patient's blood pressure at the beginning of the procedure was 115/53 and the heart rate was 55. Pre-procedure medications included aspirin, clopidogrel, statins, other lipid lowering medications, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% de novo lesion in the proximal left anterior descending artery of 41 mm in length in a 2.25 mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 12 atmospheres (atm) before two overlapping stents were deployed. A 2.25 x 33 mm cypher select plus stent was deployed at 14 atm with satisfactory results. There was no post-dilatation. Then a 2.25 x 8mm cypher select plus stent was deployed at 12 atm with satisfactory results. Post-dilatation was conducted for unspecified reasons with a 2.5 x 15mm balloon at 20 atm. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. The patient was discharged on the following day. Post-procedure cardiac enzymes were within normal limits at the 6-24 hour interval. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, other lipid lowering medications, ace inhibitors and beta-blockers. Telephone follow-up was made with the patient at the 1-month interval. The patient was asymptomatic. Post-procedure medications remained unchanged. An adverse event was reported. The patient developed shingles 12 days after pci. This patient's general practitioner prescribed pain relief to be taken as needed only. This was classified as unrelated to the device. Telephone follow-up was made at the 6-month interval. The patient was asymptomatic. Ongoing medications remained the same. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-00966 and 9616099-2008-00967.